Manufacturer narrative:
(B)(4). Batch # t5d36p. Additional information received: patient was initially discharged. On (B)(6), at 6:01 am, patient was feeling belly pain and was admitted to the hospital. At 8:10 pm, the doctor performed contrast scan. Scan showed something abnormal. Performed an exploratory laparoscopy. This morning, at 7:30 am on (B)(6) 2019, placed a drain and PICC line, no leak, but added an omentum patch up to the staple line, the patient doesn't look sick, white blood count normal, low grade fever. Doctor will continue to update on the condition of the patient. Additional information was requested, and the following was received: what color reloads were used throughout procedure? All black reloads. Did the patient have any previous abdominal procedures? No. Is it the surgeon¿s typical routine to use a black reload on 5th firing? If not, why was black reload used? It is always tissue thickness, if it's a super hi bmi male on a CPAP machine, the surgeon uses black with buttressing. What was the brand of buttressing material used? The baxter peristrip. What is the current patient status? They believe he still has an intermittent leak. Initially there was some bile and air. They will be meeting with the patient again on (B)(6) 2019. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/3, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap sleeve gastrectomy, around the fifth firing with a black load with a reinforcing strip on it. The surgeon felt that the stapler struggled a little bit. When the stapler was opened the gastric side didn't deploy staples. There was a pool of blood, they sutured the line close. Double or triple layer of closing for an hour. No transfusion was needed. An air leak test was done. The physician¿s assistant heard a cracking when the initial device was firing on the fifth load. Case completed with another device of the same product code and reload.